Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized for heart failure symptoms. Programming changes were made and the patient was discharged ten days later. No additional adverse patient effects were reported. This product remains implanted and in service.